Event description:
Reference number (B)(6). Event occurred in the united states. It was reported that the patient faced an event of occlusion with an infusion set and was alerted by alarm 2 followed by alarm 26. The blockage was found to be at the site. Patient changed supplies as necessary and resumed insulin therapy. No further information available.